Event description:
Additional information received reported that the implantable neurostimulator (ins) was reprogrammed to amplitude 2.5, impulse durat ion 210 micro seconds, frequency 14hz and modification of active poles. The event was reported as ongoing.

Event description:
It was reported the device was found to be turned off. The suspected cause was the patient was close to ¿high-tension power lines.¿ the device was reprogrammed as a result. It was noted at the second visit, more than 1 month after implantation, the neurostimulator was found to be turned off. The patient had visited friends near a high-tension electrical line. This was suspected as a cause of the situation. The patient status at the time of report was alive with no injury. There were no patient symptoms at the time of report. It was further reported the patient did have a patient programmer but they did not modify the settings. The patient would be seen in late august to check to see if everything worked afterwards.

Manufacturer narrative:
(B)(6) correction: (B)(4) no longer applies due to updated coding procedures. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had a return of symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889, serial# unknown, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue resolved on (B)(6) 2014. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).